Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traced. There was no moisture damage inside the pump. The pump had scratched lcd window, cracked case display window corner and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 8.2 mmol/l at the time of incident. The customer stated that the pump was submerged in the water while trying to rescue a child in the pool. The customer stated that there was fluid under the display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.